Event description:
It was reported that the implant arrived with the cellophane, but when we opened the box we noticed that the labels did not match the box. For this reason, the implant was not opened.

Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==>(B)(4) investigation summary ==> the device associated with this report was not returned for analysis. Photo evidence provided was reviewed and found the inside labeling does not match the outside box information. The reported condition was confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> product code 151650406, work order (B)(4) was manufactured on 26-nov-2019. 17 parts were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot. No label reprints were recorded. Device history review ==> product code 151650406, work order (B)(4) was manufactured on 26-nov-2019. 17 parts were manufactured per specification and all raw materials met specification. There was no scrap associated with this lot.